Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's left ventricular (lv) lead exhibited high, out of range pace impedance measurements. The measurements have been fluctuating. There has been no intervention at this time. No adverse patient effects were reported. The system remains in service.